Event description:
It was reported that the radio frequency (rf head) would not interrogate a device. Another rf head was used and the device was able to be interrogated. The rf head will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)